Event description:
It was reported that during the use of the device for a non-clinical activity, the system would not power up correctly. The system was reading "00" on the readouts and alarms were occurring. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) verified by complaint and was able to isolate the issue to a suspect computer card. The fsr replaced the computer card and the unit operated to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.